Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using kit bd max sars-cov-2 reagents (ref. (B)(4) ) lot 1005816 was performed by the verification of complaints history. Review of the manufacturing records of bd sars-cov-2 reagents for bd max¿ indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported six false n1 positive results with the bd sars-cov-2 reagents for bd max¿ system kit lot 1005816. Despite multiple attempts made to receive information from the customer, no data was provided for the investigation. Based on the available information, bd was unable to further investigate the complaint. Low positive samples for one or both targets of the bd sars-cov-2 reagents for bd max¿ system can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. However, based on the investigation, bd is unable to confirm the issue and the cause of the customer issue remains unknown. There is no indication of an increase in complaints for discrepant results for bd sars-cov-2 reagents for bd max¿ lot 1005816. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends. H3 other text : see h.10.

Event description:
It was reported while testing for sars cov-2 6 false positive results were obtained. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "six false positives have been reported in lot ".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 6 false positive results were obtained. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "six false positives have been reported in lot ".